Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the hand piece stopped working and had a partial seal issue. There was an energy delivery and regrasp alert, but no end tone. Procedure converted from laparoscopic to open procedure due to issues with the hand piece. Another hand piece worked successfully to complete the procedure.